Manufacturer narrative:
(B)(4) - (cuvette lot f0jac194). Method: device history record, ncmr, CAPA, and complaint history evaluated. Result: record evaluation completed. Complaint could not be confirmed. Conclusion: given the circumstances of the reported event, a causal association with the device is unlikely. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports that patient act values recorded during ECMO have been running lower than expected based on heparin dose. Customer has been using usp lower potency heparin since (B)(6) 2010. Based on report, bolus administration of heparin at 10 u/kg is administered. In this case patient weight was (B)(6), and had estimated blood volume of 600 ml, producing heparin concentration of 0.14 u/ml. The act+ labeled sensitivity is 1-6 units of heparin per ml of blood. Conference call was held with institution on (B)(6) 2010 to discuss recommendation for a more appropriate test for this application, i.e. With a lower concentration range. Liquid quality control readings were acceptable.